Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an overheating problem. The device was turned off then back on (medical approval, non-dependent patient). This alarm disappears in favor of a new red one: problem filling/inflating balloon. We press several times bia filling (held for 2 seconds) then start assistance but no result. We turn the console off and on again: new alarm with continuous ringing: ¿power-up problem code 3 and the console does not restart. There was no injury/harm reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the unit needed the compressor and mufflers replaced. The unit passed all functional and safety tests and was returned to customer.